Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-01496 - device 2 of 3. Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported by the patient that three infusions set fell off after one of use. He replaced infusion set/cartridge and resumed insulin successfully. No further information was available